Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device overheated. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device overheated, had a broken driveshaft, corrosion on the flex circuit, failed hand control; pretest was not completed. It was determined that the device overheated because the thermistor was damaged. It was determined that the corrosion on the thermistor was indicative of damage caused by immersion during cleaning, which is failure to follow the directions for use. It was determined that the unit failed hand control because the thermistor was damaged. It was determined that the driveshaft was broken from excessive force. This is indicative of using extreme force while in use. The assignable root cause was due to component damage caused by abuse/ misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.